Manufacturer narrative:
System rebooted; power restored; monitoring ongoing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system froze during use and the ups battery depleted on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.